Event description:
A malfunction on a pump was reported, where the screen would not turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to plug the pump into a functioning power source, and after doing so, the pump screen turned on successfully. The malfunction code that appeared was resettable, and the customer was provided with instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if issues reoccurred.